Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 27-feb-2015, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 27-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving prialt/ziconotide (25 mcg/ml at 3.828 mcg/day) via an implanted pump. On (B)(6) 2020 the pump was being replaced due to end of life. While doing an x-ray during the case, the doctor discovered that the pump segment of the catheter was disconnected from the spinal segment of the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue and the patient never noticed or reported a loss of therapy, so it was ¿a complete surprise¿. The entire catheter was explanted, and a new catheter was implanted. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿.